Event description:
It was reported that a decrease in the battery longevity was observed and premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of premature discharge of battery and a longevity anomaly were not confirmed. The device was received from the field with the battery voltage above elective replacement level. Electrical and mechanical analysis were performed under nominal conditions and indicated normal functionality. A review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Further analysis at various pulse amplitudes indicated normal current levels and no indication of premature depletion was detected. A longevity assessment was performed based on field settings and the device was in normal range of operation with appropriate remaining longevity.